Event description:
Voluntary medwatch report mw5153377 was received and reported: "it was reported that, during a flowonix pump explant (with a replacement with a medtronic pump), there was difficulty connecting the medtronic catheter to the flowonix catheter." The initial reported asked to remain confidential and no device information was provided for this issue.

Manufacturer narrative:
Device was not returned for additional evaluation and investigation. As device information was not provided, a review of the device history record was not performed. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).